Event description:
It was reported that the patient was experiencing chest pain due to the location of the left ventricular (lv) lead. The lead was repositioned and remains in use. The patient was a participant in the marc study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354trg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013; 6935 implantable tachy lead, implanted: (B)(6) 2013; unknown competitive implantable pacing lead, implanted: (B)(6) 2013. (B)(4).